Manufacturer narrative:
This file was originally incorrectly filed under registration number 1217052-2025-00046-00. The date of that submission was 26-feb-2025. H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that when attempting to engage the safety device on the needle, after administration to a patient, the nurse attempted to engage the safety mechanism, which led the needle to popped off the syringe, fell, and punctured the nurse's hand. He needlestick was superficial so there was no medical intervention needed for the puncture wound. There was no breaking of the syringe or needle at any point in time. There were unknown patient harms or adverse events reported as a result of the event.